Event description:
Guest states that he keeps getting cooper pieces every time he brushes his teeth with the tooth brush. Guest can send photos guest would like to know if they are coming from the tooth brush. Target advised guest that we are unable to tell if the cooper came from the toothbrush will check that the quality team can pick up the item and they will reach out to him directly. Guest did not want giftcard for item. No contact info provided for the consumer.